Manufacturer narrative:
The service rep could not duplicate the problem. He regreased the candle sticks and checked the error logs for events. System working as intended.

Event description:
Customer states that during procedure, the system "popped" loudly then stopped fluoro. No patient injury was reported.